Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit with a blood glucose of 415 mg/dL and ketones that were identified as dangers by a healthcare provider; cause was unknown. The customer was treated with intravenous fluids of saline and insulin and given steroids, valium and antibiotics. The customer was released (b)(6) 2026 with the issue resolved an no permanent damage. A full system check was completed, and no pump issues were found. Recommendation was made to consult with a healthcare provider regarding diabetes management.